Event description:
Physician reported pt had difficulty swallowing, edema and epigastric pain. Per pt's request, the band was explanted. Physician indicated he did not think it was a problem with the band, and it would have settled down with time, as it was related to an unusual amount of edema.